Event description:
It was reported that the patient usually had trouble moving around but recently it seemed as though it was taking her longer. The reporter stated that the devices were on and ok on both sides. It was noted that the patient had been experiencing some dementia and was directed to take an additional ½ pill every day. The reporter stated that the patient had the device checked two weeks prior to this report and was told everything was working as normal. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013. Product type: implantable neurostimulator: product ID 3387s-40, lot# v103455, implanted: (B)(6) 2008. Product type: lead: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# v101646, implanted: (B)(6) 2008. Product type: lead: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4). F